Event description:
Medtronic trajectory guide kit, external biopsy guide was too tight, thereby not allowing for effective utilization. Replaced with "like" device which functioned without problem. Diagnosis or reason for use: brain biopsy.